Manufacturer narrative:
Corrected data: d5 operator of device changed to from lay user/patient to healthcare professional. Additional manufacturer narrative: reported event: an event regarding loosening of a femoral stem involving a patient specific distal femur was reported. The event was confirmed by medical review. Method and results: product evaluation and results: not performed as no items were returned. Clinician review: "the implant in situ was for distal femoral replacement, which was inserted on the (B)(6) 1999. The surgeon reported pain, instability and loosening of the implant. The x-rays provided show a very fine radiolucent line along the femoral stem between the cement mantle and the bone and also there is some osteolytic regions along the femoral cavity. On the other hand, the tibial stem seems to be cut off during the previous surgery otherwise the tibial stem is in good conditions. Therefore, the radiographic assessment can confirm the reason for revision for the distal femoral stem." Product history review: review of the product history records indicate enter (B)(4) device was manufactured and accepted into final stock on 17 aug 1999 with no reported discrepancies. Complaint history review: based on the device identification the complaint databases were reviewed from 02aug2016 to present for similar reported events regarding loosening of a femoral stem involving a patient specific distal femur. There have been 3 other events. Conclusions: an event regarding loosening of a femoral stem involving a patient specific distal femur was reported. The implant has been in situ for 20 years. The exact cause of the event could not be determined because further information such as x-rays from the primary post-operation and the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by siw. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be re-opened.

Event description:
It is reported "the surgeon has a new revision case of distal femur." Update 9/sep/2019: a patient specific prescription form was submitted. Note indicates "opened by [surgeon] on (B)(6) 1999, bme no. 6697" the reason for revision is pain, instability, loosening. Additional notes indicate "revision of the femoral component with or without revision of tibial component (depending on findings during surgery).

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report.

Event description:
It is reported "the surgeon has a new revision case of distal femur". Update 9/sep/2019: a patient specific prescription form was submitted. Note indicates "opened by [surgeon] on (B)(6) 1999, bme (B)(4)". Additional notes indicates "revision of the femoral component with or without revision of tibial component (depending on findings during surgery).